Event description:
A pt passed away during continuous veno-venous hemodialysis using a prisma machine. According to the intensive care nurse supervisor for the hosp, the pt was a gravely ill, man who was not expected to survive. During the treatment, the pt's blood pressure kept dropping and his heart rate kept going up. The treating clincians increased his vasopressure therapy to sustain his blood pressure, but were unsuccessful and the pt died. The intensive care nurse supervisor does not believe that the prisma device caused or contributed in any way to the pt's death.